Event description:
Right implant ruptured, discovered during surgery.

Manufacturer narrative:
This device has been explanted but we have not received it back from the md.

Manufacturer narrative:
Sientra complaint#: (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned with a shell failure and moderate yellowing of the gel. The cross section of the failure was analyzed using optical microscopy; no distinguishing features were observed. The cause of shell failure is local stress of unknown origin. The device measured above astm standards for ultimate break force and ultimate elongation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left implant ruptured, discovered during surgery.